Manufacturer narrative:
Exemption number e2016018 (B)(4). This report has been identified as b. Braun medical inc. Internal report number (B)(4). Failure analysis and investigation results did not confirm the reported issue. Upon receipt the device involved was visually and functionally inspected. The device was received with the safety clip activated and engaged onto the tip of the needle, and no defects were observed. The sample was then functionally tested, and the safety clip engaged properly onto the tip of the needle as intended. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. The device operated as intended and the reported failure could not be reproduced. Based on the results of the investigation, no conclusions can be made regarding the cause of the reported event. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
Exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: clinician was starting patient's IV and once she removed the needle, she placed the activated needle on the patient's bed. After the IV catheter was secured with a dressing, she cleaned up her trash, as well as the needle, and stuck herself with the needle. After examining the needle, it appeared the "flanges" were crooked and not covering the needle tip.